Event description:
It was reported by service report that the power plug connector was broken and touched the metal, which is the reason why the power board was not functioning. No patient involvement or adverse consequences are reported.